Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient was receiving inadequate therapy. High and low impedances were detected. Surgical intervention was undertaken on (B)(6) 2019 to explant and replace the lead. Therapy was confirmed post-surgery.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.